Manufacturer narrative:
(B)(6). This report is for two (2) unknown pangea screws. Additional product codes for this report include: nkb, mnh, kwp, and kwq. The original implant procedure took place on an unknown day in (B)(6) 2008. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2015 due to reports of pain. The patient was originally treated with a pangea construct from l3-s1 during a posterior spinal fusion procedure in (B)(6) 2008. Although there were no issues with the hardware and the patient achieved a solid fusion, the patient developed adjacent level disc disease, stenosis, and pain at levels l2-l3. During the revision, the surgeon removed two (2) l3 locking caps, cut the two (2) rods between l3 and l4, and removed two (2) l3 pangea screws. Then the surgeon instrumented l2 and l3 with a different depuy synthes product and performed a decompression. New rods, including an inline integrated rod, were used on the left side to connect the existing construct to the new l2 and l3 screws. On the right side, the surgeon did not connect the new l2-l3 construct to the existing l4-s1 construct since the rod was cut and the l3 screws were removed. The patient was successfully fused from l3-s1. The surgery was completed successfully with no reported delay. This report is for two (2) unknown pangea screws. This report is 1 of 3 for (B)(4).